Event description:
Pt was on abbott IV pump for administration of cardizem for tachycardia. Pump was discovered to be alarming/beeping and displaying an error message. (Unknown for how long.) Pump had stopped administering medication, due to the condition. Pt's hr (heartrate) had elevated to the 140's and had to be administered a cardizem bolus; pump changed and medications continued. On examination pump's reachargeable battery was found completely depleted, and this caused the error condition. Reporter has concerns about how this pump functions when the battery depleted.